Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2021-00486. During an atrial flutter procedure, an effusion occurred in the left atrium. Approximately forty minutes following transseptal puncture, during mapping, the patient became hypotensive and an echocardiogram revealed an effusion in the posterior wall of the left atrium. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.